Event description:
Result of 700 mg/dl. Reporter indicated feeling fine, however went to the emergency room (ER) due to the reading. Reporter stated the ER blood glucose monitoring device result =97 mg/dl one hour later. Reporter stated not receiving treatment at the ER. Reporter indicated the 700 mg/dl result was found in the glucose device memory. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.